Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance (pli) and increased capture threshold resulting in intermittent loss of capture noted on the right ventricular (rv) lead. The device was reprogrammed to address the intermittent loss of capture and the patient was stable with no consequences.